Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The pressure regulating balloon, occlusive cuff and control pump were returned. Analysis of the cuff identified multiple folds and a pinhole leak in the cuff shell consistent with wear at a fold in the device. Inspection of the balloon and pump revealed no other damage or irregularities. It is probable that the pinhole leak in the cuff is the cause of the reported issue. Based on the investigation findings, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to fluid loss and recurring incontinence. It was further reported that a loss of 12 cc of fluid was absent in the device. Two- three months before this surgery, the patient had a sudden severe incontinence, and that is why the issue was identified. The patient is well and there were no postoperative complications in relation to this surgery. The patient status following this surgery was stable.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to fluid loss and recurring incontinence. It was further reported that a loss of 12 cc of fluid was absent in the device. Two- three months before this surgery, the patient had a sudden severe incontinence, and that is why the issue was identified. The patient is well and there were no postoperative complications in relation to this surgery. The patient status following this surgery was stable.